Manufacturer narrative:
The complaint could not be confirmed. As the complaint device was not returned for investigation, a review of the picture provided was performed. Based on the picture provided, it can be seen that the distal tip of the ar-9545-t15-03 is twisted, but it cannot be determined by the picture if the tip is broken off or not. Additionally a fragment of the ar-9145-30 screw is in the picture, the proximal end of the head. As the device was not returned for investigation it cannot be determined by the picture if the tip is broken off or not.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the screw (ar-9145-30, lot 19.02683) could be inserted completely, but the tip of the device (ar-9545-115-03) broke during the final tightening and the tip remained inside the patient within the head of the screw. The device was already bent during the insertion of the previous screw. According to the surgeon there was no harm for patient, operator or third party. The implantation of a universal glenoid surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update 19-apr-2021: it was confirmed that broken device remaining inside the patient was used to finish the procedure and no additional incisions were necessary.